Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No belt clip assembly was received with the insulin pump. No belt clip anomaly was noted. The insulin pump was received with a cracked belt clip slot and minor scratches on the display window. The insulin pump had an intermittent act button response due to corroded keypad traces.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 117 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.